Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic with infection and pocket erosion. It was noted that fluid had leaked from the device pocket, and the device was visible through the opened incision site of the implanted device pocket. The infection was related to the system implant procedure. The physician explanted the entire system, including the implantable cardioverter-defibrillator (ICD), the right atrial lead, the right ventricular lead, and the left ventricular lead. The patient remained in stable condition.